Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted; and on (B)(6) 2007, monarc was implanted. It was reported that mesh was implanted on (B)(6) 2012 along with concurrent diagnostic transvaginal tape, obturator bladder neck suspension with diagnostic cystoscopy due to pelvic organ prolapse and stress urinary incontinence. It was reported that she experienced pain, infection, urinary problems, recurrence, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that on an unknown date, the patient underwent mesh/revision removal. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystocele repair with cadaveric fascia lata and sling transvaginally with bone anchors due to grade 4 cystocele and cataract surgery. It was reported that the patient also had tutoplast allograft implanted on (B)(6) 2006 along with mesh. It was reported that the patient underwent transvaginal sling incision and transvaginal mesh excision on (B)(6) 2013 along with excision of redundant vaginal mucosa due to ¿bladder outlet obstruction and redundant mesh in vaginal mucosa¿.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.